Event description:
It was reported that during an unk procedure, the device fired okay for the first firing, but could not be reloaded. Another device was used to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received in good visual condition and with a cartridge placed between the channel and the anvil; in addition, a cartridge pan was found lodged insided the channel. The pan was manually removed and the returned device was tested for functionality with the returned cartridge and if fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became lodged in the channel and dislodged from the cartridge, it is possible that the cartridge was not properly loaded into the device, if the cartridge is not fully inserted into the channel, when the device is fired, it can cause the pan to dislodge from the cartridge. In addition, it should be noted that a 100% inspection takes place during mfg to ensure the device meets the required specs; in addition, a sample of the batch is inspected. A batch record review was performed and no anomalies were found during the mfg process.